Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml s/t bns experienced foreign matter in the fluid path. The following information was provided by the initial reporter: non sterile 10ml luer lock, oil in the black plunger portion, ¿lubrication substance on tip¿.

Manufacturer narrative:
H.6. Investigation: seven loose 10ml luer-lock syringes were received. The samples were labeled from batch #1054997 and visually evaluated. It was observed that each syringe had a normal amount of silicone lubricant present in the fluid path of the syringe and were acceptable per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 10ml s/t bns experienced foreign matter in the fluid path. The following information was provided by the initial reporter: non sterile 10ml luer lock, oil in the black plunger portion, ¿lubrication substance on tip¿.